Event description:
It was reported by the customer that their insulin pump display screen is blank and had alarmed. Advised customer to insert new batteries and confirm battery cap slot was horizontal with device. Customer stated the display screen returned and was advised to monitor device. Customer's blood glucose level was 260 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.